Event description:
Healthcare professional reported patient had strep throat and was taking amoxicillin one day before being injected with juvéderm voluma® xc in both cheeks. 2 days after the injection, patient "swelling" that was "described as indurated, hard, red, and tender to the touch". The next day, the healthcare professional began treating patient with augmentin, a mederol dose pak, and benadryl. Events are ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of inflammatory nodule is a known potential adverse event addressed in the product labeling.